Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Additionally, per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed grapes but did not calculate the carbohydrates correctly and experienced an elevated blood glucose (bg) level of 471 mg/dl. To address the bg level, the customer delivered a bolus via the pump. Subsequently, system check with tandem technical support was performed, and showed that the customer uses humalog insulin and the cartridge was changed every 3 days. A follow-up to ensure the customer's bg levels returned to target range was declined by the customer.